Event description:
The pt was implanted with a bi-ventricular assist device (bivad pvad). It was reported by the perfusionist that the dual drive console (ddc) may have malfunctioned while connected to a pt. Add'l info received from the vad coordinator 4 days later stated that pt had coded. The pt was stabilized and the lvad and rvad were checked including the lines and ddc. A flash test was performed and both the lvad and rvad pumps were ejecting properly and the vad numbers were within normal parameters. Shortly after the pt was transported to ICU, a flash test was conducted where the lvad ejection pressure was measured at 118, relative to the typical values of 237-239. Under the supervision of the vad coordinator, the ejection pressure was increased via the top module pressure dial. The pressure eventually reached a maximum pressure of 136. A decision was made to switch to the backup ddc and no further problems were reported. Add'l info from u/f report: thoratec biventricular pvad operated via the dual driver console. After pt coded and was stabilized for transport, the lvad and rvad were checked including the lines and driver. The "flash" test passed in that both vads were properly ejecting. Vad numbers were recorded within normal parameters. Shortly after, a flash test was conducted where the lvad failed the flash test indicating it was not properly ejecting. Upon the flash test failing, the lvad ejection pressure was measured at 118 relative to the typical values of 237-239. Under supervision of the vad coordinator, the ejection pressure was increased via the top module pressure dial. The pressure eventually reached a max pressure of 136. It was then evaluated to switch to the back-up thoratec dual driver console. The back-up driver was successful in that it was able to achieve all previous typical pressure values taken before the code.

Manufacturer narrative:
The pt remains stable on bivad support. The device is being analyzed and the MFR is awaiting the results. A supplemental report will be submitted when the MFR's investigation is completed. There is no further info available at this time. Note: attached is user facility report number (B)(4). Add'l info from u/f report: (B)(6). Event date: (B)(6) 2012. (B)(4). Brand name: dual driver console. Model#: 336. Returned to MFR: yes. (B)(6). (B)(4).